Event description:
Patient presented to the physician with an abscess at the chest incision site. Physician brought the patient into the or and removed the ipg, sensing lead, and a portion of the stimulation lead body. Physician prescribed additional antibiotics after the procedure was completed.